Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Injured- mouth [mouth injury] , sores- lower lip [cheilitis] , pain- mouth [oral pain] , bled heavily- lower lip [lip haemorrhage] , puncture lower lip [lip injury] , brush head came off while brushing- oral b power care [device breakage] . Case narrative: consumer e-mail stated that the brush head started to came off while brushing teeth that caused sore in lower lip, pain in mouth, puncture of lip which bled heavily and injury with the metal part where brush head is located. No serious injury was reported.